Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepped the sheath as usual however, couldn't get the air out of sheath and thus the faradrive sheath was replaced and the procedure was completed successfully by using a different device (same model). Air was seen after insertion, when mapping catheter was going to be inserted into the sheath. No air seen in patient. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection found deformity of the hemostatic valves, there were no leak pathways to confirm the issue mentioned in the complaint summary, leading to inconclusive results. Inspection of the hemostatic valves observed the internal valve to be deformed, likely from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This anomaly was not mentioned in the complaint summary, indicating that this anomaly condition was not present during the time of event use and must have occurred during transportation or storage of this device.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the physician prepped the sheath as usual however, couldn't get the air out of sheath and thus the faradrive sheath was replaced and the procedure was completed successfully by using a different device (same model). Air was seen after insertion, when mapping catheter was going to be inserted into the sheath. No air seen in patient. No patient complications have been reported. The product was received for analysis.